Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: was the needle piece removed from the patient during the same procedure? No needle piece was generated, the whole needle detached from the suture. Was there any additional tissue damage as a result of searching for the needle piece? Was additional dissection required in other organs/tissues other than the target tissue? No & no. What is the most current patient health status and condition? Unknown. Procedure date? Same as the event date. Lot number? Not available right now but it¿s on the package that has been returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent related to: 2210968-2022-01447, 2210968-2022-01449.

Event description:
It was reported that a patient underwent a coronary artery bypass graft procedure on (B)(6) 2022 and suture was used. During the procedure, detached from the needle in succession, a third suture from a different box and lot number was used successfully. There were no patient consequences reported. Additional information was requested.